Event description:
It was reported that there were an unknown number of minicaps that were crocked. The customer stated the minicaps were cracking where the threading changed. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Actual occurrence date and therapy date is unknown. As the cassette was not returned a device analysis cannot be completed. A batch review of lot gd895235 was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a follow-up report will be submitted.